Event description:
Additional information was received that the increased capture threshold resulted in a loss of capture.

Event description:
Additional information was received that dislodgement was observed on the left ventricular (lv) lead by x-ray. The cause of the increased capture threshold and increased pacing impedance were due to the dislodged lv lead.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, increased pacing impedance and an increased in capture threshold were observed on the left ventricular (lv) lead. A revision procedure was performed. The lv lead was capped and replaced to resolve the event. The patient is stable.